Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced five events of infusion set fell off over the past two weeks which led to hyperglycemia. The infusion set had been in use for one day at the time of each event. The patient experienced elevated blood glucose levels, which were managed with a correction bolus via pump.